Event description:
While tracing a patient the device displayed "system fault 26," "system fault 37," "pacer disabled," and "defib disabled" messages. The clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.